Event description:
Revision surgery performed due to cup eccentricity due to poly wear and alleged osteolysis around the acetabulum. Wear was found at the revision surgery.

Manufacturer narrative:
Conclusion statement. No device failure.